Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon removal difficulties were encountered. The physician used a taxus 3.5 x 16 mm drug eluting stent to treat a tortuous and calcified left anterior descending artery lesion. The stent was inflated to 16 atm and then the delivery balloon was fully deflated. Upon withdrawal, the physician noted that the balloon was sticking to the stent. The physician inflated the balloon to 4 atms and then dialed down, but was unable to free the balloon. The physician had to deep seat the guide catheter and pull the balloon free. No pt injuries or complications were reported. The pt's condition is noted as satisfactory/good.